Event description:
Possible bowel perforation during procedure. Pt readmitted to hosp to treat infection in 2006. Pt given colostomy (duration estimated at 1 month). Fistula confirmed by gastrointestinal specialist.